Event description:
It was reported that the patient with this right ventricular (rv) lead presented with out of range lead impedance. Imaging revealed that this rv lead had dislodged. This lead was explanted and a new rv lead was successfully implanted. No additional patient adverse effects were reported.